Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states they were putting this lift together and noticed that the left rear caster is bent.